Event description:
Conmed japan reported on behalf of their customer that the device, as-ifs1, airseal ifs, 110v was being used on (B)(6) 2024 during a robot-assisted endoscopic rectal resection and ¿it was reported that the power went out while inserting the trocar and transitioning to airseal mode. The facility's circuit breaker had not tripped and the device was restarted. When the power went out, pneumoperitoneum was rapidly lost, but this was during the initial pneumoperitoneum period and no forceps were inserted into the trocar. Airseal can then be used without any problems and the surgery was completed without any impact on the patient.¿. There was no report of impact/injury, medical intervention or prolonged hospitalization to the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The service history was reviewed, and no data was found. A device history record (DHR) was requested from the manufacturer, and no indication of abnormalities was communicated. A two-year review of complaint history revealed there has been a total of 19 reports, regarding 19 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: failure to properly follow the instructions for use can lead to serious surgical consequences. Only qualified physicians with knowledge, experience, and training in laparoscopic techniques should use the components of the airseal system. These instructions for use do not include descriptions or instructions for surgical techniques or laparoscopic procedures. It is the responsibility of the physician performing any procedure to determine the appropriateness of the type of procedure to be performed with the use of these products and to determine the specific technique for each patient. We will continue to monitor for trends through the complaint system to assure patient safety.